Event description:
It was reported that the customer¿s ilet initially showed no cgm data, while the dexcom menu displayed ¿replace or stop sensor,¿ after which a cgm value of 250 mg/dl appeared and the customer reported sustained hyperglycemia for a couple of hours with a downward trend arrow; troubleshooting and education were provided regarding monitoring and potential infusion set change. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no back-up therapy, and no ketone testing. Investigation included customer support review and troubleshooting guidance. Investigation of this case revealed that the cause of the high glucose was unclear and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.